Manufacturer narrative:
Additional information: section b5, section h6. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The high flows and high powers were likely related to thrombus. The patient had a ramp study done on (B)(6) 2020. The results of the study was suggestive of pump thrombosis. The hemoglobin continued to downtrend. The patient was reporting fatigue and shortness of breath. The patient was also recently diagnosed with bladder cancer and had a trans urethral resection of bladder tumor (turbt) during this admission.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of power/flow elevations could not be confirmed as no log files were submitted. According to the account, the power/flow elevations were likely related to thrombus; however, a specific cause for the reported events could not be conclusively determined through this evaluation, and a direct correlation with (B)(6) could not be conclusively established. The patient ultimately underwent a pump exchange on (B)(6) 2020 (related manufacturer report number: 2916596-2020-05589). Although device thrombosis was confirmed through the evaluation of the returned ventricular assist device, a direct correlation to the events reported in this complaint, could not be conclusively established. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit shipped on 02dec2014. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), is currently available. Section 1 ¿introduction¿ of this document lists device thrombosis and local infection as adverse events that may be associated with the use of heartmate ii lvas. Additionally, section 6 ¿patient care and management¿ (under "pump performance monitoring") outlines indications of pump thrombosis as well as how to respond to such events. This section (under "anticoagulation") also contains information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range, as well as considerations for when there is a risk of bleeding. Section 6 also includes information regarding how to prevent and control infection. The IFU provides an explanation of each of the pump parameters, including pump power and flow, in sections 1 and 4 "system monitor". Section 1 (under "explanation of parameters") explains that device power is a direct measurement of pump motor voltage and current. Changes in pump speed, flow, or physiological demand can affect pump power. Abrupt changes in power should be evaluated for cause. In addition, device flow and power generally retain a linear relationship at a given speed. However, while power is directly measured by the system controller, the reported flow is estimated, based on power. Since the flow displayed on the system controller is a calculated value, it becomes imprecise at the low and high ends of the linear power-flow relationship. Section 4 cautions that no single parameter is a surrogate for monitoring the clinical status of the patient, and the changes in all parameters should be considered when assessing any clinical situation. Section 6 (under "pump performance monitoring") addresses assessing pump flow and explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Section 5 "surgical procedures" of the IFU warns that moderate to severe aortic insufficiency must be corrected at time of device implant. This section of the IFU also warns that patients with mitral or aortic mechanical valves may be at added risk of accumulating thrombi on the valve when supported with left ventricular assist devices. The heartmate ii lvas patient handbook, contains several sections with information about how to prevent and control infection. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted on (B)(6) 2020 for intermittent high flows and high power. He was treated with IV heparin and bridged to coumadin with an international normalized ratio (inr) goal of 2.5-3.0. Prior to discharge on (B)(6) 2020 the patient's lactate dehydrogenase (ldh) was down to 390.